Event description:
The patient had reported that her one touch ultrasmart meter was not powering on. She was using the correct test strips and the batteries were also intalled correctly. They were last relpaced less than one year ago and the battery contacts were in good condition. The meter still would not turn on when the power button was pressed. Therefore, the power issue was not resolved with troubleshooting. The last time she was able to test on the meter was last month. There is no adverse event reported and no further clinical information provided. This case is reported as a meter malfunction since the power issue was not resolved.